Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering, or under delivering the insulin. Customer was cutting it short when it comes to delivering insulin because it gives him a huge amount of insulin every time he tries to bolus. Self test was completed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.